Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
Agent ide study. It was reported that inadequate apposition, angina and in-stent restenosis occurred. On (B)(6) 2022, the 4.00 x 28 mm synergy megatron and the 4.50 x 32 mm synergy were implanted in the proximal right coronary artery (rca.) On (B)(6) 2023, the subject presented to hospital with chief complaint of chest pain associated with coronary artery disease and hypertension. The subject also reported symptoms in the last two days and described it as right sided chest pain similar to previous angina. Cardiac catheterization on a later date was planned. On (B)(6) 2023, coronary angiography revealed 75% isr of the 4.00 mm x 28 mm synergy megatron stent implanted in the proximal rca and the subject was diagnosed with coronary artery disease. The 75% isr was treated with a 5.00 mm x 15 mm non-boston scientific (non-bsc) balloon. Post revascularization, the residual stenosis was noted as 20% with timi flow 3. On the same day, 75% isr of the mid rca was treated with a 4.00 mm x 30 mm non-bsc drug-eluting stent and followed by post dilation with a 4.5 noncompliant balloon. Post revascularization, the residual stenosis was noted as 0% with timi flow 3. The event was considered to be resolved/recovered. On (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized. At the time of the event the subject was on clopidogrel. The next day, the subject was discharged and was scheduled for cardiac catheterization on a later date. On (B)(6) 2024, the subject returned to the hospital for diagnostic coronary angiography. Angiography revealed 70% in-stent restenosis of the proximal rca previously treated with the 4.00 x 28 mm synergy megatron stent and the 4.50 x 32 mm synergy stent. Revascularization was recommended. The 70% in-stent restenosis at the proximal rca was initially pre-dilated with a 4.00 x 20 mm nc non-boston scientific (non-bsc) balloon and was followed by brachytherapy. An area of under-expansion was observed in the stented area of the proximal rca. The stented area was treated with a 4.00 x 20 mm nc non-bsc balloon. Post revascularization, 20% residual stenosis was noted with timi flow 3. The event was considered to be recovered/resolved.